Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and conducted an est (extended systems test) check on the unit. The o2(oxygen) sensor calibration passed andafter conducting blending accuracy verification the unit showed a low fio2 (fraction of inspired oxygen).the o2 sensor was replaced and the blending accuracy verification was repeated with no low fio2 alarms. The fsr performed operational verification test and the unit was functioning as intended. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator has low fio2 problem. There was no patient involvement reported with this event.